Manufacturer narrative:
On march 25, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device, determined that the breast implant was found to have a tear on the posterior view measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. The investigation found the reported event was caused by use error (reasonably foreseeable misuse). Foreseeable misuse is considered in the company¿s risk management documentation. The post-market surveillance (pms) system periodically trends complaint data to detect signals related to product quality, patient safety, and use error. Quality issues that could affect safety are escalated through the quality system and may trigger a trend report when appropriate. Pms reviews and complaints feed into the risk management process; based on current review, no device design, usability, or instructions/training changes are needed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc mentor smooth round moderate plus profile saline breast implant prosthesis was observed to have a leak while being filled during a breast augmentation revision surgery. The implant briefly was in contact with the patient but did not result in an adverse event or patient consequence/harm. The surgery commenced with a slight delay and a new implant was used to complete the implantation.

Manufacturer narrative:
On february 06, 2026, mentor determined that a received device was associated with this complaint file. With this determination, the device information has been updated as the following: catalog: 3502550d. Lot: 2057250. Expiration date: 3/17/2029. Primary UDI number: (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).